Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Attorney's report of patient's alleged hernia intertwined with the mesh, infection, abdominal pain, permanent disfigurement to his abdominal area, nausea and sickness.